Event description:
This report summarizes 1 malfunction event in which the device packaging was reportedly unsealed. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 1 event was reported for this quarter. Product return status 1 device investigation type has not yet been determined. Additional information 1 device was labeled for single-use. 1 device was not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11. 1 event was previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report. - 0 previously reported events are included in this follow-up record.

Event description:
This report summarizes 0 malfunction events in which the device packaging was reportedly unsealed.